Event description:
Dr (B)(6) implant surgeon of the hospital reported to our sales that a pt come in with pain. He took some x-rays and observed that there has been a pop off of the reported screw. Please find x-rays attached.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.